Manufacturer narrative:
Another patient sample with questionable results for the na electrode, cl electrode, and k electrode was reported. The questionable results occurred on (B)(6) 2025. The initial na result was 110.3 mmol/l, and the repeated result was 135.7 mmol/l. The initial cl result was 84.7 mmol/l, and the repeated result was 104.4 mmol/l. The initial k result was 3.57 mmol/l, and the repeated result was 6.11 mmol/l. The calibration was acceptable. The field service representative replaced the sample probe, sipper nozzle, pinch tube, and syringe seals. He primed the onboard ise (ion-selective electrode) reagents and noticed micro bubbles in the syringe line. He unblocked the sipper nozzle, replaced the ise probe, prepped fresh qc, and performed cleanings (sipper/vacuum nozzles and the dilution cup). He performed multiple checks, adjustments, and tests with acceptable results. The investigation determined the issue was consistent with contamination caused by poor sample quality. The investigation determined the issue was due to a pre-analytical handling issue.

Event description:
There was an allegation of questionable sodium and chloride results for 3 patient samples on a cobas pro ise analytical unit. Patient 1: the initial na result was >180 mmol/l, and the repeated result was 150.10 mmol/l. The initial cl result was 135 mmol/l, and the repeated result was 109 mmol/l. Patient 2: the initial na result was >180 mmol/l, and the repeated result was 145.50 mmol/l. The initial cl result was 133 mmol/l, and the repeated result was 103.10 mmol/l. Patient 3: the initial na result was >180 mmol/l, and the repeated result was 151.80 mmol/l. The initial cl result was 139 mmol/l, and the repeated result was 111.50 mmol/l.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.